Manufacturer narrative:
Brand name: cook spectrum minocycline/rifampin impregnated double lumen central venous catheter. (B)(4). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported by the customer that after the placement of the cook spectrum minocycline/rifampin impregnated double lumen central venous catheter the catheter became occluded. The device was replaced successfully with another device in the same procedure.

Manufacturer narrative:
Device evaluation: the complainant returned the double lumen catheter and wire guide to the manufacturer for investigation. The investigation of the wire guide will be reported under MFR. Report: 1820334-2019-00347. A physical examination of the device showed the device to be in a damaged and used condition, with biological matter present in the extension tube with the red hub and visible through the sideport. Dimensional verification of the catheter¿s endhole diameter and outer diameter confirmed these measurements to be within manufacturing specifications. The catheter¿s inner diameter could not be measured since the catheter is tapered at the distal end and not exposed at the proximal end. An occlusion test was performed to test the reported failure mode of occlusion. Using a syringe with water, both the lumens were found to be able to pass water. The lumen with the red hub passed water with a little more difficulty, potentially due to some occlusion. Investigation: a document-based investigation reviewed the following: complaint history, device history record, instructions for use, manufacturing instructions, and quality control specifications the device history record (DHR) of lot ns8697842 showed no nonconformances. Related subassembly lots ic8530069 and ic8343585 showed no nonconformances related to the failure mode in this complaint. A search of the manufacturer's complaint database revealed one other complaint under this lot number (MFR. Report: 1820334-2019-00347). This complaint was opened due to an incidental finding regarding the wire guide that was returned under this complaint, and thus concerns a separate failure mode. Since there are no related nonconformances and no other complaints with the same failure mode from this lot, there is no evidence that nonconforming product exists in house or in the field. (B)(4).¿ clinical assessment: at this time, the most probable causes of this event are medical procedure or device failure related. Conclusion: based on the information provided, examination of the returned product, and the results of our investigation, the main root cause could not be determined but the possible root cause was determined to be cause cannot be traced to device (adverse event related to patient condition). Per the [quality engineering] risk assessment, no further action is required. The appropriate personnel were notified, and we will continue to monitor for similar complaints.

Event description:
No new event description information to report at this time.